Event description:
It was reported during a perm implant procedure that a model 3228 lead was showing high impedances during intra op testing. Specifically, the high impedances registered on multiple lead contacts. As a result, the physician removed the lead from the header, wiped it down with a wet raytech, then a dry raytech, and replaced the lead back into the ipg header. However, the issue persisted. A new lead was opened and used and no impedance issues were noted.